Event description:
It was reported that, "the x3 poly insert did not engage into the trident psl cup (size 58, alpha code g). Insert was taken out and the doctor re-tightened the 2 screws into the cup. The insert was re-inserted & did not engage again. A second insert was then opened & the doctor inserted the new poly insert with no problems."

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, dimensional examination, functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Dimensional examination revealed no deviations. Functional testing indicated that the device is in working condition. Conclusion: appears to be user related.